Event description:
It was reported that a clamp on homechoice set with cassette was cracked. The issue was noticed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice set with cassette was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).